Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's pump was being held together by duct tape on the back side. Customer stated that the bottom of the pump is separating from the rest of the device. Customer reported that the pump was broken and he was going through a ton of batteries. Batteries were lasting 4 days and customer would receive a low battery alert. Customer's blood glucose level was 138 mg/dl. Customer noticed the damage 3 months ago. Customer declined troubleshooting for low battery alerts. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump had normal operating currents. The insulin pump was monitored for several days and no low battery alarms were noted during testing. The insulin pump was received with a cracked end cap, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.